Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 23-jun-2022 to 22-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was getting signed out. After backing up and full synchronization of the device the technical field specialist managed to bring down database size to 3.5gb. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported that a bd pyxis medstation es system displayed a "fatal error" message, unexpectedly logging users out from the device, and preventing nurses to remove medications. The user facility reported that it looks like a software issue and that possible patient care is being delayed for the last 18 hours. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's database had reached its storage limit. A technical support specialist full synched the device and reduced the database size to 3.5gb to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a fatal error message and users unexpectedly logged out from the device, preventing nurses to remove medications. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this incident.